Manufacturer narrative:
A device history record (DHR) review was conducted on the possible lots in which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a leak in the tubing. The pump had been running, with the reservoir volume emptying in 37 hours and 50 minutes. The pump had been stopped and powered off. The clamp near the port had been closed. There was patient involvement, and no patient harm/adverse event reported. Possible lot numbers: 6022103, 6026886.